Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) on (B)(6) 2017 there was a return of symptoms. The consumer tried increasing their settings, but their symptoms were still returning.